Event description:
The customer contact reported loss of vacuum. At an unspecified time, it was reported the device was being used during an ultrasound-guided thoracentesis to remove pleural fluid. It was reported that an unspecified access device was inserted into the patient for the procedure. The male adapter of the access device was connected to an unspecified 18 gauge needle that was inserted into the stopper of the device. After an unspecified length of time, low vacuum was noted. The customer contact reported that fluid did not flow as expected. The device was replaced and the procedure was continued. After an unspecified length of time, it was reported that 2250ml of pleural fluid was removed from the patient. The customer contact reported that a routine chest x-ray following the procedure was taken that indicated a pneumothorax. It was reported that a chest tube was inserted into the patient. The customer contact indicated that "the pneumothorax can be the result of the procedure." On (B)(6) 2012, the customer contact stated that the patient was discharged to a skilled nursing facility. Though requested, no additional information was provided, including if the patient was symptomatic of a pneumothorax during or following the procedure.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.